Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age & weight not provided by reporter. Unknown date when plate broke. Device is not expected to be returned for manufacturer review/investigation. Patient needed to be revise with an 8-hole lcp right olecranon plate. Device history records was conducted. The report indicates that the: part # 241.401 lot # 7388513, product manufacture date: may 22, 2013, a review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of lcp one-third tubular plate with collar 10 holes/117mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a comminuted proximal ulna fracture on (B)(6) 2015 and was implanted with a 10-hole locking compression plate (lcp) one-third tubular plate. The patient later presented with a broken plate. On (B)(6) 2015, the patient was revised. All seven 3.5 millimeter (mm) locking screws and one 3.5 mm cortical screw was removed along with the plate. The patient was revised with an 8-hole lcp right olecranon plate. There were no fragments. There was not a surgical delay. The parts will not be returned. No additional information is available. This report is 1 of 1 for (B)(4).